Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the device would boot up, but the soft keys would not function as expected. The user reported the interface module cable was replaced rendering the device operable. The user reported that the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.